Manufacturer narrative:
H3: evaluation summary: a size e lcck femoral and size 4 tibial component combination requires a striped yellow-ef (sy ef) articular surface as indicated in the color key chart and packaging/labeling. Component size mismatch is a user-caused issue. H6: evaluation codes 86-100 no device was received for evaluation. The device history records for the device are intact, conforming and indicate that the product was manufactured to specification. The packaging label sheets for the device are intact and conforming.

Event description:
In 2005, surgeon implanted a size e femoral. Then used an incorrectly sized c, d yellow articular surace instead of a size e,f yellow striped articular surface. The surgeon has been consulted regarding the mismatch. Device remains implanted.